Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 5. E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the cannula. The infusion set was in use for 48hrs. The insertion site was leg. No further information available.